Manufacturer narrative:
It was determined that the cause of the event is consistent with foam on the reagent surface. A general product problem could be excluded.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable roche diagnostics cobas elecsys anti-tpo results for 2 samples from 1 patient on a cobas e 801 analytical unit.on (B)(6) 2023, the initial anti-tpo result for sample 1 was 52.3 iu/ml.for sample 2, the initial anti-tpo result was 12.3 iu/ml.on (B)(6) 2023, both samples were repeated twice.sample 1 had repeat results of 9.0 iu/ml with flag and 9.0 iu/ml with flag.sample 2 had repeat results of 9.0 iu/ml with flag and 9.0 iu/ml with flag.no questionable results were reported outside of the laboratory.the analyzer serial number is (B)(6).